Event description:
It was reported that a revision case is scheduled to occur. The pt was involved in a car accident. The trunion came loose from the stem. The surgeon removed the implant. The pt was found to have an infection in her shoulder that was not attributed to the device; it was attributed to her rheumatoid arthritis. The pt was admitted and is receiving treatment for the infection. The implant was not replaced at the time of this report; a revision surgery will be scheduled when the infection is resolved. The pt was 5 years post-op (original implantation) at the time of this event. F/u communication to the reporter requested the current pt condition. A girdlestone procedure was performed. The pt is still fighting the infection; she is now in a nursing home due to not being mobile from the rheumatoid arthritis. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The explanted device was requested for eval, but it was reported that it had been discarded. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event (trunion came loose from the stem) is the trauma sustained from the motor vehicle accident. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If add'l relevant info is obtained, a f/u report will be submitted.